Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient developed a rash, itching, and skin burning sensation under the sensor patch. She had pain and discomfort, and the area was sensitive to the touch. On (B)(6) 2025, redness appeared and extended beyond the patch perimeter which prompted her to consult a physician who examined the site and noted cellulitis. No treatment was during the visit, but she was given a prescription for an oral antibiotic medication (unknown name and dosage, every 6 hours for 7 days). At the time of the report the patient indicated that the site had already healed. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.